Manufacturer narrative:
A4 - patient weight not provided by customer. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patent presented to clinic for frequent low flow alarms. It was said that the patient was neither hypertensive nor dehydrated. It was said that the patient was very conscious about staying hydrated during the recent hot weather. A cardiac computed tomography was ordered to assess inflow cannula position and alignment. Log files were submitted for review and did not capture any low flow alarms. There were no unusual events recorded in the log file event history. The pump log files were unremarkable, and the pump was operating as intended electromechanically.